Event description:
It was noted that during the implant an issue of cloudy epoxy on the header of the device was noted on the implantable cardioverter defibrillator (ICD). The physician elected to not use and replace the ICD. The patient was in stable condition.